Event description:
On (B) (6) 2010, the lay-user/pt contacted lifescan (lfs) alleging that the one touch ultramini meter is giving inaccurately high reading of "102 mg/dl" compared to "63 mg/dl" obtained on a doctor's meter. The reported meter readings were taken within 15 minutes of each other. A no response letter was sent to the pt. This complaint is classified according to the documentation of the customer care advocate. On (B) (6) 2010 at 9 am, the pt obtained a blood glucose reading of "102 mg/dl" on the subject meter. At 9:05 am, the pt managed her diabetes with more food/drink. At 9:15 am, the pt reportedly developed symptoms described as "seeing stars, sluggishness, shaking, and sweating" while he obtained a blood glucose reading of "63 mg/dl" on the doctor's meters. At 11:05 am, the pt administered self treatment with glucose tablets. It would have been helpful to know the pt's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the pt receive in order for the symptoms to abate, could the symptoms have been prevented, was the pt's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the pt's medical intervention such as blood glucose readings, diabetes medication intake, blood intake, and physical activities. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <=30mg/dl. During troubleshooting, the customer care advocate verified that the test strips were in good condition and within the discard date, the results were taken on an approved sample site, and the testing process was correct. The pt did not have control solution to perform a quality test. This complaint is being reported because, the pt claimed she developed symptoms that can be associated with hypoglycemia and received medical treatment after the product issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.